Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported complaint. The lighting unit was tested on a demonstration engine and canister and functioned as intended. The lightning illuminated green when plugged into the engine and was able to aspirate fluid without an issue. The root cause of the reported complaint could not be determined. Penumbra tubing are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the portal vein using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine canister (canister), a non-penumbra sheath, and a guidewire. During the procedure, the physician flushed the cat12 with saline and attached a rotating hemostasis valve (rhv) to the cat12. Then the cat12 was advanced into the sheath and the lightning was placed onto the canister. Subsequently, the lightning was plugged into the engine and the indicator light on the lightning unit illuminated green. Next, upon connecting the lightning tubing to the rhv, the lightning unit turned solid red. To troubleshoot, the lightning was unplugged from the engine for 30 seconds and replugged, and the engine was unplugged from the power outlet for 30 seconds and replugged; however, the same issue occurred. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12 and canister. There was no report of an adverse effect to the patient.